Event description:
The rn was hanging an infusion of fentanyl. She primed the tubing and inserted into the channel which then gave an alert ¿check IV set" she took the tubing out reassessed the tubing and reinserted into the pump. Pump still gave the alert ¿check IV set". The entire bag of fentanyl was infused. Channel failed to clamp off medication inside the machine. Medical team notified. Pump tagged and taken out of service. Rn and md at bedside ensuring patient safety. No harm to the patient. Biomed called and unit sequestered. Upon further investigation by the biomed team it was noted that the interior gray panel was removed from the channel. Annual maintenance was performed in july 2020. Device will be sent out to manufacturer for evaluation and repair.